Manufacturer narrative:
On april 15, 2020, the product investigation was completed. Device investigation summary: the device was received for evaluation and during visual analysis, the sample was found ruptured. Siltex cracking was found in the edges of the rupture. The evaluation determined that the rupture is consistent with a siltex rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/27/2019, the photo investigation was completed. Photo investigation summary: upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 225cc mentor memorygel breast implants and experienced bilateral rupture post-operational. As a result, the patient is underwent bilateral device removal on (B)(6) 2019. This report is for one of the two devices.